Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that the telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The catheter was received with the clear imaging window detached from the blue sheath tubing at lapjoint assembly. This exposes the imaging core. Water was leaking from the blue sheath tubing at the detached lapjoint section during the flushing process. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Ic windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image encountered. An opticross¿ imaging catheter was used to visualize an unknown target lesion. On the first intravascular ultrasound (ivus), proper image appeared. During the second ivus, while the device was outside the patient, image would not appear. They reconnected the device but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.